Event description:
Consumer alleges that the left brake is not working on a trex20rp wheelchair causing the users legs to get tangled due to not having the footrest on the chair at the time of malfunction. The user hurt her right wrist and ankle. No medical intervention was received.